Event description:
Unit is shutting down while being plugged into a 3hr external battery. People were out camping when condition occurred. No reported problem with pt. Unit is running ok on ac adapter.